Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Were any issues with device encountered with device during initial procedure? What color cartridges were used throughout procedure? Was buttressing material used? Does the surgeon routinely wait 15 seconds prior to firing? Was there any issue in regard to staple formation throughout care of patient? How was the bleeding identified? Where along staple line was the bleeding observed? What is the current patient status?

Event description:
The surgeon completed a gastric bypass procedure, which all went as well as expected. The patient was readmitted in the early hours of the following morning with severe bleeding. The patient went into theatres to both control & stop the bleeding, which was coming from the staple lines that were created by the echelon device. The bleeding was controlled & the patient went back to recovery, ultimately being discharged later & is recovering well.

Manufacturer narrative:
(B)(4). Additional information requested and received: the lot/batch was not provided; therefore, the manufacturing records could not be reviewed. What color cartridges were used throughout procedure? Blue. Was buttressing material used? No. Does the surgeon routinely wait 15 seconds prior to firing? Yes. No further information available.